Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the images from the c-arm were being sent over multiple times. The site plugged the system into the navigation system and took a fluoro shot of the anatomy while the navigation system sat on the verify instruments page. Then when they were ready to use fluoro nav, they went to acquire their empty image and all the previous anatomy images were sent over. Technical services recommended as a solution to not have the video cable plugged in until they are ready to use the software. Navigation was aborted causing a 10 minute delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Eval code method 10 is associated with this analysis eval code result 104 is associated with this analysis eval code conclusion 4307 is associated with this analysis if information is provided in the future, a supplemental report will be issued.